Manufacturer narrative:
Manufacturer's report date: 05/17/2011. (B)(4). Used set was received for investigation. Functional testing confirmed leaking from the pressure sensing disc along the edge of the film on the disc. Root cause identified as a mfg issue due to inconsistent weld along the circular edge of the pressure sensing disc.

Event description:
Customer reported the disc of the IV set leaked as soon as medication was flushed through it in the nicu. No report of pt harm. Although requested, no additional info was available.